Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the right ventricular (rv) lead. The lead also exhibited loss of capture and oversensing which led to inappropriate inhibition of pacing on the implantable pulse generator (ipg). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.